Event description:
Tandem diabetes care, t:slim x2 3ml cartridge. I filled the 3ml syringe provided with the cartridge, with humalog insulin and expelled all air particles from the syringe of insulin. I inserted the syringe needle into the small white injection port on the insulin cartridge and pulled back to expel the air that is in the cartridge, as instructed by tandem to do. When I pulled back a small, white, crescent shaped fleck came back into my syringe of insulin and was floating around in the insulin. This is the third time this has happened. I have contacted tandem twice by phone and they do not seem to be taking my concerns seriously that this is a product defect. I have had to waste 900 units of humalog insulin so far due to this defect, as I have had to start over with a new cartridge each time so that there was not possible contamination in my insulin for my insulin pump. Reference reports: mw5117402, mw5117403.